Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a follow-up in clinic with slight chest pain. The device vibratory alert was triggered and device interrogation indicated lead noise. A decrease in sensing and impedance as well as loss of capture was also observed. A chest x-ray and echocardiogram were performed which revealed that the lead had migrated from it's original location. The physician turned the device off prior to lead revision. The lead was capped and replaced on (B)(6) 2019. The patient was stable.